Event description:
Patient reports the pumps are both cracked where the cartridge cap twists onto the pump. Patient continued to use pumps, pharmacy will replace both pumps. Did the reported product fault occur while in use with a patient? Unk, cracked caps. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by: patient/caregiver.